Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had tightness from their extension in their neck. The surgeon re-implanted the extension and ins on their left chest wall. The issue was resolved at the time of the report. It was noted their therapy was never affected by the tightness. No further complications were reported as a result of this event.

Manufacturer narrative:
Based on additional review of the event, the previously reported evaluation code of (B)(6) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the patient¿s tightness at the extension issue was unknown. No other information was available. There were no further complications reported or anticipated.